Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain. Doi: (B)(6) 2008 - dor: none reported (unknown side) (right side (B)(6) 2015) *patient is a resident of (B)(6). **update** 02/26/2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address squeaking, pain, and reduced range of motion. Part numbers were provided. **update: 3/24/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip). Update 11/25/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, pain, and squeaking. Medical records and revision surgical report noted squeaking, popping, a fall on ice 2009 on right hip, metallosis, gray fluid, gray stained tissue, severe synovitis, anteverted acetabular component (this was not revised so not reported), difficulty liner removal, chronic effusion, increase metal ions but no lab reports were within records, and one proud screw that was removed. Stem added for high metal ions and the screw is being added for being proud.

Manufacturer narrative:
.

Event description:
Ppf alleges metal wear. Added surgeon and lawyer in the associated contact.